Event description:
It was reported that this right ventricular (rv) lead exhibited helix issues. The helix mechanism was successfully extended during implantation. The helix mechanism was reported to be turned 7 times. A day after implantation this helix was suspected to be retracted. This was noted on xray imaging. Lead measurements were in range. It was reported the physician removes the stylet before the fixation tool during implantation and was recommended by the field representative to remove the fixation tool first to prevent helix retraction. This lead remains in service. This patient will continue to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited helix issues. The helix mechanism was successfully extended during implantation. The helix mechanism was reported to be turned 7 times. A day after implantation this helix was suspected to be retracted. This was noted on xray imaging. Lead measurements were in range. It was reported the physician removes the stylet before the fixation tool during implantation and was recommended by the field representative to remove the fixation tool first to prevent helix retraction. This lead remains in service. This patient will continue to be monitored. No adverse patient effects were reported.